Event description:
Suspected allergy has been reported for three spv-2010 valves (f24060338, f22021485, f25033585) implanted on (B)(6) 2024 ; (B)(6) 2025 as part of initial implantation and replacement procedures. It concerned ventriculo-peritoneal shunt.